Manufacturer narrative:
Service was dispatched on (B)(6), 2011 for this event. The field service engineer (fse) verified all of the alignments, cleaned up the fluid under the reaction wheel and made a minor adjustment to the reagent mixer rotary alignment. Upon completion of the necessary and verified repairs, the instrument was returned back into operation.

Event description:
The customer reported that an erroneous low alkaline phosphotase (alp) result was generated from a unicel dxc 600i synchron access clinical system for one patient sample. The initial, erroneous alp result was not reported out of the laboratory hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter assessment of customer supplied data indicated that upon repeat, the alp result was higher and matched the patient's history. The repeat result was regarded as valid and was reported outside of the laboratory. The instrument was generating blank rate high errors during the timeframe of this event. The customer reported hearing grinding noises emanating from the cuvette wash station. The customer cleaned and lubricated the cuvette wash station leadscrew and discovered three broken cuvettes, one cracked cuvette and a small amount of liquid under the reaction wheel. The liquid was contained within the instrument and hence there was no potential for biohazard/chemical exposure. Instrument quality control results met customer established specifications during the timeframe of this event.